Manufacturer narrative:
E1: complainant city: (B)(6) complainant state: (B)(6) complainant country: korea, republic of. Name of affiliation: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported that, dressing edge was sealed with pouch package. The product was not used by the patient. No photo was available at this time.